Event description:
N/a

Manufacturer narrative:
Corrected data: b3 updated data: b4, g3, g6, h2, h11

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10, h11. Corrected fields; d4 (UDI). Despite our good faith efforts to gain additional information no response has been received. If new information becomes available this complaint will be reopened and updated with a follow up report.

Event description:
N/a.

Manufacturer narrative:
Cardiosave intra-aortic balloon pump (iabp) was delayed/inappropriately responding to touch when trying to click buttons such as standby. The rn had the same difficulty when evaluating at bedside. The iabp had to be replaced emergently that day for a different reason unrelated to the device. When the patient returned from the cath lab in the afternoon, the iabp was still delayed when trying to put it briefly on standby to check blood pressure. The nurse was concerned that by putting the iabp even briefly on standby that they would not be able to restart it given the delays in touch on the console. The iabp was swapped out for another console.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was delayed/inappropriately responding to touch when trying to click buttons such as standby. Rn had the same difficulty when evaluating at bedside. The iabp had to be replaced emergently that day for a different reason unrelated to the device. When the patient returned from the cath lab in the afternoon, the iabp was still delayed when trying to put it briefly on standby to check blood pressure. The nurse was concerned that by putting the iabp even briefly on standby that they would not be able to restart it given the delays in touch on the console. The iabp was swapped out for another console. No harm was reported.